Manufacturer narrative:
(B)(4). Additional information: the device with serial number 14273-1234 was returned with the tissue pad damaged, melted and 100% present and not detached as reported by the customer. In addition, the tip of the blade has gouges. The device was connected to a test hand piece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the reporting smoke was generated by the tissue pad being melted. Damage to the blade can affect the accuracy of the att tone. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Thermal influences such as fluids or minimal to no tissue in the jaws may affect the presence or timing of the tone change. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a pancreatectomy procedure, the teflon fell and the device stopped working. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. There was a delay of forty minutes. The patient is stable.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.